Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The product had caused the reported failure. Visual evaluation of the returned sample noted 1 box (with original packaging), received with 100 catheters each. A sampling plan was conducted. Visual inspection of the sample noted all boxes had glue that was completely hardened on one side of the cardboard box, with no evidence that the flaps had ever been sealed. The product is considered out of specification. A potential root cause for this failure could be incorrect gluing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that upon two cases of the midstream clean catch, the glue closing the outer box was not staying sealed and the lid was being opened. The nurse felt that the inner content had been compromised. Per follow up on 19apr2021, the customer noted that the glue on the inner box with the contents is not staying adhered so when they open the case, the individual boxes are wide open. Per customer via phone on 19apr2021, all known information regarding the event has been reported and no additional information is available at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon two cases of the midstream clean catch, the glue closing the outer box was not staying sealed and the lid was being opened. The nurse felt that the inner content had been compromised. Per follow up on (B)(6) 2021, the customer noted that the glue on the inner box with the contents is not staying adhered so when they open the case, the individual boxes are wide open. Per customer via phone on (B)(6) 2021, all known information regarding the event has been reported and no additional information is available at this time.